Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument had a recognition issue. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the customer stated that the instrument broke and a piece fell inside the patient's anatomy. The broken piece was retrieved during the same procedure. The customer stated that there was no report of patient complication to date.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace disposable insert involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the cracked blade to be related to the customer reported complaint. The harmonic ace disposable insert was found to have a cracked blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Failure analysis investigation also found an additional failure unrelated to the customer reported complaint. The harmonic ace disposable insert was found to have a damaged teflon pad on the clamp arm. A piece approximately 0.029" x 0.036" was missing and not returned to isi for evaluation. The root cause of both failures was attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A system log review identified 3 procedures performed on the reported event date of (B)(6) 2021 using system sk4113. No logged usage of the harmonic ace instrument lot# l90210627/ sequence 0414 on any of the procedures performed on (B)(6) 2021. An instrument log review was performed using the instrument lot and sequence information and no result was obtained. This complaint is considered a reportable adverse event and malfunction: failure analysis investigation confirmed a missing blade from the harmonic ace disposable insert. Notification was sent to the customer and follow up information noted that an instrument fragment had fallen inside the patient during a surgical procedure but was located and retrieved during the same procedure. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank as the instrument information was unable to confirm the remaining usable life of the alleged instrument. The product is not implantable.